Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer allowed the battery charge to fully deplete and the pump turned off. Upon plugging in the pump to charge, the pump turned on, however the screen was frozen and unresponsive, displaying the lock screen. Reportedly, the date was noted to be inaccurate, displaying (B)(6) 2014. There was no impact to the customer's blood glucose level. Reportedly, the customer would use manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.